Manufacturer narrative:
One hotline blood and fluid warmer was returned for analysis. Upon visual inspection cracks at the drain fitting, both covers were observed cracked, line cord was worn, and the pole clamp was damaged. The water tank was filled, temp check was attached, line cord was plugged in and the unit was turned on; confirming the complaint of leaking. Based on the evidence, the root cause was found to be due to user interface.

Event description:
Information was received indicating that a smiths medical level 1 hotline blood and fluid warmer was found to be leaking. There were no reported adverse effects.